Event description:
*Note: this report pertains to one of two problematic devices used in the same procedure. Manufacturer report # 3005099803-2010-05022 addresses the first ultraflex stent, while manufacturer report # 3005099803-2010-05023 addresses the second stent. It was reported to boston scientific corporation that two ultraflex tracheobronchial partially covered stents were used during a bronchoscopy procedure within the trachea on (B)(6), 2010. According to the complainant, after successfully placing an unknown guidewire, the physician attempted to advance the first ultraflex stent to the target site (this device the subject of manufacturer report # 3005099803-2010-05022). However, once the stent reached the stricture location, it could not be advanced any further. The device was removed and the physician noted that the distal tip had been partially deployed. The physician attempted to use another ultraflex stent when the same issue occurred (this device the subject of manufacturer report # 3005099803-2010-05023). The procedure was ultimately completed by using a different type of ultraflex stent and the same guidewire. The stricture was a tumor situated about 4 to 5cm from the carina. The anatomy was not tortuous, and the stricture was not predilated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
During a follow up call for a related complaint file the home patient (hp) reported that she was having trouble with lines leaking. The hp stated that after therapy was completed she would clamp off the lines; however, fluid would still run out of the lines. There was no patient injury or medical intervention reported. No further detail is available.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak. The report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.